Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. The complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds,there was an output short on ablate and coag doesn't function. This complaint can be confirmed. A manufacturer CAPA investigation has been created by gyrus to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. This CAPA only was created to reduce the number of failures. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's vapr 90 suction electrode was plugged into the generator and did not turn on. The case was completed with another like-device using the same generator. There was no patient harm or surgical delay. The sales rep was not present and could not provide any additional information. The device is returning for evaluation.